Event description:
Our MDR - after an implantation time of about 20 months, inappropriate shocks were reported. The lead was explanted and returned to berlin for analysis.

Manufacturer narrative:
Ous MDR - upon receipt, the lead was subjected to visual and electrical analysis. The analysis of the lead demonstrated a rubbed thought insulation. This can be considered to be the root cause for the oversensing issues, as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. Furthermore, the lead anchor was most likely pulled over the lead tip electrode. The analysis of adhesive residuals on the joining surface of the lead tip electrode and lead body confirmed a flawless manufacturing. There was no indication of a material of manufacturing problem. These damages happened, most likely, during the extraction of the lead. The deformations of the vcs shock coil and the cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.